Event description:
It was reported that pump displayed temperature alarms while charging, even though pump had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which was arranged by technical support.